Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 63 mg/dl. The customer was unsure of the cause of the low bg level; however, thought it was due to the dinner consumed. Reportedly, the customer consumed sugar to treat the low bg level. Although requested by tandem technical support to upload the pump data logs; the customer declined, and the reported issue was unable to be confirmed.